Event description:
Additional information was received from a patient reporting that they got a computerized tomography (CT) scan done as a step taken to help resolve their stimulation issue of having to turn their stimulation up more since falling down the stairs. It was also reported that the issue still has not been resolved.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The manufacturing representative reported information on behalf of the patient. It was stated that the patient had fallen down a flight of stairs, and now their stimulation has changed in that they need to turn it up higher in order to feel it. It was noted that the patient has an appointment with their healthcare provider on (B)(6) 2017 to have their system evaluated. The patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient reporting that an adjustment to the stimulator was made as actions to help resolve their issue of the stimulation changing and having to turn it up more since falling down the stairs. It was reported that these issues have not be resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.